Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-02973. It was reported that the patient's system diagnostics recorded high impedances, it was also discovered that the lead migrated. Surgical intervention took place where the leads were explanted and replaced to address the issue, effective stimulation was restored.